Event description:
"E" was initially received via regulatory authority (FDA, reference number: (B)(4)) on 14-aug-2015. The most recent information was received on 23-jul-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/he never removed that were broken, which mine is"), procedural haemorrhage ("the fluids that had been put into me gushed out, along with blood (during essure procedure)"), genital haemorrhage ("bled for several weeks after the procedure") and pregnancy with contraceptive device ("took a pregnancy test just to ease her mind. It was positive") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "missed the hsg test" and device ineffective "device ineffective". The patient's past medical history included delivery in (B)(6) 2014 and multigravida. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("felt every single little thing. It was excruciating. (During essure procedure)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain and nausea, abdominal pain lower ("cramping in her abdomen for about a month"), menometrorrhagia ("inconsistent and heavy periods (could not have a cycle for 2 months, then have one for a month straight)"), dysmenorrhoea ("painful periods"), migraine ("migraine every couple weeks/monthly to everyday"), fatigue ("exhaustion had reached an all-time high."), anxiety ("anxiety levels were through the roof"), weight increased ("gained weight"), decreased appetite ("she never had an appetite"), loss of libido ("sex drive was completely gone"), dyspareunia ("sex was painful"), abdominal distension ("still looked about 5 months pregnant"), feeling abnormal ("started to feel odd"), crying ("crying") and memory impairment ("couldn't remember how to turn on my car windshield wipers./I forget names almost soon as I hear them now."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device breakage, procedural haemorrhage, genital haemorrhage, pregnancy with contraceptive device, procedural pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, migraine, fatigue, anxiety, weight increased, decreased appetite, loss of libido, dyspareunia, abdominal distension, feeling abnormal, crying and memory impairment outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, anxiety, crying, decreased appetite, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, loss of libido, memory impairment, menometrorrhagia, migraine, pregnancy with contraceptive device, procedural haemorrhage, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: device breakage, memory impairment, crying. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2018: social media received. Events: crying, memory impairment, device breakage were added, incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0489) on 14-aug-2015. The most recent information was received on 05-sep-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/he never removed that were broken, which mine is"), procedural haemorrhage ("the fluids that had been put into me gushed out, along with blood (during essure procedure)"), genital haemorrhage ("bled for several weeks after the procedure") and pregnancy with contraceptive device ("took a pregnancy test just to ease her mind. It was positive") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "missed the hsg test" and device ineffective "device ineffective". The patient's past medical history included delivery in march 2014 and multigravida. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("felt every single little thing. It was excruciating. (During essure procedure)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) with breast pain and nausea, abdominal pain lower ("cramping in her abdomen for about a month"), menometrorrhagia ("inconsistent and heavy periods (could not have a cycle for 2 months, then have one for a month straight)"), dysmenorrhoea ("painful periods"), migraine ("migraine every couple weeks/monthly to veryday"), fatigue ("exhaustion had reached an all-time high."), anxiety ("anxiety levels were through the roof"), weight increased ("gained weight"), decreased appetite ("she never had an appetite"), loss of libido ("sex drive was completely gone"), dyspareunia ("sex was painful"), abdominal distension ("still looked about 5 months pregnant"), feeling abnormal ("started to feel odd"), crying ("crying") and memory impairment ("coudnt remember how to turn on my car windshield wipers./I forget names almost soon as I hear them now."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device breakage, procedural haemorrhage, genital haemorrhage, pregnancy with contraceptive device, procedural pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, migraine, fatigue, anxiety, weight increased, decreased appetite, loss of libido, dyspareunia, abdominal distension, feeling abnormal, crying and memory impairment outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, anxiety, crying, decreased appetite, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, loss of libido, memory impairment, menometrorrhagia, migraine, pregnancy with contraceptive device, procedural haemorrhage, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: device breakage, memory impairment, crying. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/he never removed that were broken, which mine is') and procedural haemorrhage ('the fluids that had been put into me gushed out, along with blood (during essure procedure)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "missed the hsg test" and device ineffective "device ineffective". The patient's medical history included delivery in (B)(6) 2014 and multigravida. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("felt every single little thing. It was excruciating. (During essure procedure)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("bled for several weeks after the procedure"), abdominal pain lower ("cramping in her abdomen for about a month"), menometrorrhagia ("inconsistent and heavy periods (could not have a cycle for 2 months, then have one for a month straight)"), dysmenorrhoea ("painful periods / constant cramping"), migraine ("migraine every couple weeks/monthly to veryday"), fatigue ("exhaustion had reached an all-time high."), anxiety ("anxiety levels were through the roof"), decreased appetite ("she never had an appetite"), loss of libido ("sex drive was completely gone / I never want to have sex"), dyspareunia ("sex was painful / sex hurts like hell"), abdominal distension ("still looked about 5 months pregnant / belly that mekes me look 6 or 7 months pregnant"), feeling abnormal ("started to feel odd"), crying ("crying"), memory impairment ("coudnt remember how to turn on my car windshield wipers./I forget names almost soon as I hear them now."), depression ("depression") and headache ("chronic headaches"), was found to have a pregnancy with contraceptive device ("took a pregnancy test just to ease her mind. It was positive / I am 11 weeks pregnant") with breast pain and nausea and was found to have weight increased ("gained weight / gained 30 lbs"). At the time of the report, the device breakage, procedural haemorrhage, genital haemorrhage, pregnancy with contraceptive device, procedural pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, migraine, fatigue, anxiety, weight increased, decreased appetite, loss of libido, dyspareunia, abdominal distension, feeling abnormal, crying, memory impairment, depression and headache outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, anxiety, crying, decreased appetite, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, loss of libido, memory impairment, menometrorrhagia, migraine, pregnancy with contraceptive device, procedural haemorrhage, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: device breakage, memory impairment, crying. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events "depression", "headache" and new reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.